Event description:
Procedure type: appendectomy. According to the reporter: the device did not staple and cut correctly but it was not possible to open it. The surgery had to be converted in an open procedure in order to remove the loading unit with the piece. There was no blood loss. Tissue loss occurred. Operative time was delayed 45 minutes.

Manufacturer narrative:
(B)(4).